Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is elevated complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Manufacturing documentation was reviewed and no contributing factors to the complaint could be identified. A test protocol was executed using retained samples of architect total b-hcg reagent lot 03333ui00. All validity and acceptance criteria were met, demonstrating that the lot is performing acceptably. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a positive architect total b-hcg result of 1034.08 miu/ml was generated for a patient sample, ID (B)(6), on (B)(6) 2019. The sample retested negative, 1.74 miu/ml. No adverse impact to patient management was reported.